Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the hard drive would not access certain image (data loss). There is no report of injury or death associated with this event.